Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error before and after a battery change. The customer's blood glucose reading was 171 mg/dl at the time of incident. Troubleshooting explained the possible cause of the alarm and found that the pump also alarmed battery out limit and resets itself. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
Findings: no button error alarm. Unit received with no button response due to flattened act button keypad dome. The keypad connector was found closed properly during visual inspection. Unable to perform functional test due to keypad anomaly. Unable to verify unit rewinding on its own or unit shutting down and resetting on it own due to keypad anomaly. Unable to verify battery out limit due to keypad anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.